Manufacturer narrative:
H6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
This report pertains to one of two cre pro wireguided balloons that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2025. During the procedure, when doing an esophagus dilatation, a small hole at the tip of the balloon was notice. A second cre pro wireguided dilatation balloon was used; however, the same problem occurred. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two cre pro wireguided balloons that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2025. During the procedure, when doing an esophagus dilatation, a small hole at the tip of the balloon was notice. A second cre pro wireguided dilatation balloon was used; however, the same problem occurred. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: the returned cre pro wireguided dilation balloon device was not returned for analysis. Therefore, a technical analysis could not be performed. A media analysis was performed on the photos of the device provided by the complainant; however, there was no clear evidence of the pinhole. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon pinhole was unable to be confirmed during the product investigation. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.